Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: rupture.

Event description:
Healthcare professional reported right side rupture. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, b6, d9, h3, h6 device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: broken observed on patch bond edge side assessed as unidentified (tear) opening (shell thickness was within specification). Additional observations: ¿ crease flat. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported right side rupture. The device has been explanted.